Manufacturer narrative:
Product complaint pc- (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qhbdbls0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle grasped and how was control lost of the needle? Please specify. Was there any change in the patients post-operative care due to the prolonged initial procedure? Please specify. What is the patients current status? Trade name - irgacare. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 ¿g/m.

Event description:
It was reported that the patient underwent a perineal repair procedure on (B)(6) 2021 and the suture was used using a one suture on knot technique. When a deep bite was taken in the buttock 2-3cm away from the closure to bury the suture, the needle was not able to re-surface. And when a surgeon went to remove the suture, the needle de-swaged and stayed in the buttock. The closure was then partially un-done and due to the risk of migrating deeper in the tissues, the needle was able to be removed using ultrasound to locate the needle and surgical tweezers within the wound. 30-40 minutes was added to the procedure and administered an extra dose of cefuroxime 1.5g prophylactically due to risk of infection. After disinfection, the suture was re-done using interrupted technique on the skin under local anesthetic since the epidural no longer had sufficient effect. The procedure was completed successfully. The following day the patient presented a bruise on the right buttock where the needle was searched. She also has a bar bruise across the buttocks where there was prolonged pressure. Additional information has been requested.